Manufacturer narrative:
The reported event of inability to pair was confirmed by analysis. Final analysis found that the connection timeouts and failed passkey entries were determined to be the cause of the event. No anomalies were detected.

Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.